Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit; model #: sc-4316, lot #: 17310478, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient had pain at the splitter site. The device was causing discomfort but no device malfunction was suspected. The patient underwent a full system replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. The ipg was investigated with known good test leads. Impedance measurements were within the expected range. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation . Sc-2316-70 (sn: (B)(4)) device evaluation indicated that the lead was cut during the explant procedure, and the proximal tip remained in the ipg header. X-ray inspection found no cable breakage. Sc-2316-70 (sn: (B)(4)) device evaluation indicated that e#7 cable was fractured inside the proximal contact array. There are no exposed cables. Since there was no report regarding the impedance anomaly, the damage likely resulted from pulling of the lead out of the ipg header during the explant procedure. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that three cables (e14, 15, 16) was fractured near the weld nugget in the distal electrode array. Since there was no report regarding the impedance anomaly, the damage likely resulted from pulling of the lead out of the ipg header during the explant procedure. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the device passed all tests performed. Visual/x-ray inspections and impedance test were performed to ensure the device integrity. No anomalies were found. Sc-4316/17310478: device evaluation indicated that one of the eyelets of the clik anchors was torn. There are no missing silicone materials.

Event description:
A report was received that the patient had pain at the splitter site. The device was causing discomfort but no device malfunction was suspected. The patient underwent a full system replacement procedure. The patient was reportedly doing well postoperatively.